Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The t:slim pump user guide also instructs the user to never fill the infusion set tubing while the tubing is connected to the body. Filling the tubing while it is connected to the body can result in the unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a low battery charge level was not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose (bg) level was impacted (345 mg/dl). While connected to the pump, the customer filled tubing with 3 units of insulin, as the customer did not have any supplies available to load a new cartridge. The customer's bg level was reported to have gone down to 127 mg/dl. During troubleshooting, tandem technical support instructed the customer to follow labeling instructions regarding filling of tubing.